Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced all four (4) of the device's battery pins.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. The customer advised that the batteries were fully charged during the event and that after reseating them, they were finally able to power the device on. There was patient use associated with the reported event. Medical personnel were monitoring the patient when the issue was observed. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Through the course of second investigation involving this device (reference medwatch number 3015876-2016-01259) physio-control was able to determine the cause of the reported issue. In the second event, physio-control evaluated the customer's device and verified the reported issue intermittently. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was a thermally sensitive crystal, designator y1, on the single board computer (sbc) portion of the assembly.